Event description:
During gastric bypass case, about halfway thru the case, the harmonic said release pressure, then tighten assembly" which we did, then said "remove instrument from patient". Called for new cord and the readouts from machine were the same. We opened a new harmonic instrument.